Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Reportedly, the customer had delivered two boluses prior to the low. Customer consumed glucose tablets to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.